Event description:
Reporter alleged, obtaining discrepant blood glucose results of 85 mg/dl back to back with a result of 185 mg/dl, when testing was performed within 2 minutes of each other on the advantage system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.